Manufacturer narrative:
The complaint was confirmed, and the cause appears to be user related. It was reported that a piece of the stylet was found in the trimmed section of the catheter. It appears that the stylet had not been sufficiently retracted and was apparently cut when the catheter was trimmed. The proximal stylet segment contained 13 magnets, which indicates that the stylet tip was incomplete. The product IFU states, "note: catheters can be cut to length if a different length is desired due to pt size and desired point of insertion. Catheter depth markings are in centimeters. Measure the distance from the zero mark to the desired tip location. Loosen the t-lock connector/stylet assembly. Withdraw the entire t-lock connector/stylet assembly as one unit. Retract the stylet well behind the catheter cut location. Using a sterile scalpel or scissors, carefully cut the catheter. Caution: do not cut stylet." No defects related to the mfg process were noted on the complaint sample. A chr of lot #reva0289 showed no other similar product complaint(s) from this lot number.

Event description:
Stylet was pulled back about 34 cm to trim catheter. Placement went perfectly, sherlock indicated good placement, no complications. During clean up a 1" wire came out of the portion of catheter that was trimmed. The nurse then looked at the stylet that was removed and both pieces look identical with the magnetic tip on them both. Nurse thinks that an add'l tip of stylet was in the catheter along with the full stylet.